Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
While playing a stone fell on the user's head on (B)(6) 2023. The user's hearing performance is affected and channels with abnormal impedance were found. Revision surgery was recommended.

Manufacturer narrative:
The investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
While playing a stone fell on the user's head on (B)(6) 2023. The user's hearing performance is affected and channels with abnormal impedance were found. The user was re-implanted.

Event description:
While playing a stone fell on the user's head. The user's hearing performance is affected and channels with abnormal impedance were found. There was redness at the implant site observed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.